Event description:
I used poligrip sometimes from approx (B)(6) 1987 to (B)(6) 2007. Used other products during this time. On (B)(6) 2007, started using poligrip exclusively. While using poligrip, I began experiencing numbness and tingling in my extremities. In approx (B)(6) 2008, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B)(6) 1987 to (B)(6) 2010.